Manufacturer narrative:
The device ro 14 038 has been inspected for investigation purpose. The tests performed confirmed that this anomaly was caused by the stylet or skiving nature of the trajectory. The internal complaint reference is the following: (B)(4).

Event description:
It was reported by the surgeon that the final and most posterior trajectory was off by 5-6 mm. The surgeon said there is no patient harm and the other trajectories look good, but she might need to replace that electrode. No additional information was provided.